Event description:
It was reported the resection sheath exhibited ceramic head malfunction. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
Correction to d4: lot and sn -this device is lot coded. Correction to e1 email -this information is unknown. Correction to g4: the 510k number is k931995. The device was returned to olympus for inspection where the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. The most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.